Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the laser cut filter was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, we confirmed that the u/d knob broken, the objective lens unit broken, the u/d knob leak, and the objective lens unit dirty; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.